Manufacturer narrative:
The device was forwarded to co's new bedford facility and tested to test method tm-084, the device both drilled and disengaged properly. Trend analysis shows no other complaints associated with this lot number. At this time, jjpi considers this complaint closed.

Event description:
Per the user's medwatch report the device failed to stop, caught and tore the dura. The device became lodged in the bone and required manual removal. The cortex was bruised.